Manufacturer narrative:
Submit date: 7/10/2017. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The veterinarian who used the product stated the following: when withdrawing the solution from the vial, the syringe that comes with the product does not have a standard top and it's defective. In order to charge the syringe with the product, there was a leakage and the product was not able to be administered.

Manufacturer narrative:
The manufacturing site did not receive any physical samples but was notified that a photograph had been provided with this customer complaint report to evaluate. A sample analysis will be conducted if a physical sample is received. A visual inspection according to the quality inspection standard was conducted on the photograph. The evaluation of the photograph was not ample enough to determine the reported condition based on the limited view of the photograph. Without a physical sample, a thorough investigation cannot be performed and the condition cannot be confirmed. A DHR review of lots 427912x and 514136x was performed and confirmed the entire product manufactured met all the visual and physical specification requirements with no non-conforming product identified relating to this customer complaint report. The manufacturing site has the following controls in place to ensure there is no leakage in the syringe. Every hour, 32 syringes are pulled for visual inspection on the final device is analyzed by an inspector. The quality standard has an acceptable quality level (aql) of 0.25 for hole, split or crack in barrel which permits leakage. In addition, physical testing consisted of a leak test is conducted on 13 syringes every hour. If any defect is found a non-conformance is issued to investigate the root cause. The non-conformance will also document the forward and backward containment actions. Per procedure, complaint trends are evaluated during the monthly CAPA meeting to determine if a CAPA is warranted. At this time there has been no trend in the reported condition. A CAPA will not be initiated. A lot cannot be released unless it meets all requirements and specifications. If information is provided in the future, a supplemental report will be issued.